Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering duodopa medication for advanced stage parkinson's disease according to the complainant, post procedure, on (B)(6) 2009, the intestinal j-tube was impossible to rinse. Duodopa was located in the ventricle. On (B)(6) 2009, the patient underwent fluoroscopy and the intestinal j-tube was found to be kinked. It was straightened with a guidewire and put in place. On (B)(6) 2009, the intestinal tube again became impossible to rinse. However, the duodopa was getting into the intestinal tube, with few stops. On (B)(6) 2009, fluoroscopy revealed that the intestinal tube was kinked in two places. The tube was replaced with a new two port through the peg jejunal feeding tube (j-tube). The device was modified by adding two additional holes to the j-tube. The holes were located 20cm and 25cm from the tip of the device. This type of modification is not indicated in the dfu. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact date of birth is unknown however born in the year of (B)(6). (B)(4).

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. (B) (4) - device replacement. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering duodopa medication for advanced stage parkinson's disease according to the complainant, post procedure, on (B) (6) 2009, the intestinal j-tube was impossible to rinse. Duodopa was located in the ventricle. On (B) (6) 2009, the patient underwent fluoroscopy and the intestinal j-tube was found to be kinked. It was straightened with a guidewire and put in place. On (B) (6) 2009, the intestinal tube again became impossible to rinse. However, the duodopa was getting into the intestinal tube, with few stops. On (B) (6) 2009, fluoroscopy revealed that the intestinal tube was kinked in two places. The tube was replaced with a new two port through the peg jejunal feeding tube (j-tube). The device was modified by adding two additional holes to the j-tube. The holes were located 20cm and 25cm from the tip of the device. This type of modification is not indicated in the dfu. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.